Manufacturer narrative:
Device history record reviewed and dimensional analysis. Review of device history records and dimensional analysis indicate the device was manufactured to specification. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.

Event description:
Upon insertion, the fixation pin broke and lodged in the bone. The plate and screws had to be removed in order to retrieve the broken portion. Another instrument was used to hold the plate in place. Tissue pressure was reported to be interfering with the instrumentation. Less than 30 minutes was added to surgery time.